Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for an unrelated health issue. Upon interrogation, the right ventricular lead exhibited loss of capture, high capture thresholds, and chronically low r-waves. On 06/25/2018, the lead was capped and replaced. The patient was asymptomatic to the lead issues and was stable before, during, and after the procedure.